Manufacturer narrative:
On 30-mar-2020, mentor received additional information regarding the suspected medical device. The complaint device is a non-mentor product, and a complaint was filed with the appropriate manufacturer. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with an unspecified saline implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. The date of event was not provided, but the patient went in for the consultation on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.